Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the device for analysis, and to indicate product serial number. The reporter stated that the port was not available for return, and to date no additional device information has been received by apollo. Without device serial number, the connecter type associated with this event cannot be determined. This event was reported by the patient, and the patient's physician has confirmed the event. Additional device information was requested of the patient's physician, to date no further information has been received by apollo. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported by the patient as: the patient contacted their physician due to no restriction of their lap-band system. The physician injected methylene blue into the device, and the results showed an emptied band. The patient had the port replaced. Since the port replacement, the patient has continued to report no restriction. The physician gave the patient several fills resulting in no restriction, and the patient was told their "band was no longer working." The port was only accessed 6 times from when it was replaced. This report is for the explant and replacement of the patient's original port. To date, no intervention or surgery has been performed or scheduled for the band.